Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer changed their pump supplies to resolve the issue. Ultimately, the customer continued to use current pump for insulin therapy.